Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was performed. The investigation of the complaint articles has shown that: measured dimension also demonstrate conformity of the broken drill bit. Microscopic investigation shows plastically deformation of the cutting edges as result of mechanical mishandling during use long term in use under heavy condition leads to worn cutting edges which require higher forces while drilling. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: august 21, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery applying locking compression metaphyseal plate took place on (B)(6) 2016. During the surgery, the drill bit was broken when the surgeon was drilling for insertion of the cortex screw. As there was no spare drill bit, the surgeon eventually switched to a locking screw instead of cortex screw and completed the surgery successfully. No surgical delay was reported. No adverse consequences were reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).